Event description:
It was reported that a flo-gard infusion pump could not turn on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During testing, it was found that the device would not turn on. The cause of the condition was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.